Event description:
The device was serviced at the customer facility. During service testing, baxter service technician reported that the device's main batteries were depleted. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the pump was serviced on site and during service testing, baxter service technician reported that the pump's main batteries were depleted. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.